Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the patient lost stimulation on one of his side due to six invalid contacts on that lead. The physician replaced the leads and extension with a penta. The patient's stimulation was recaptured postoperative. No other patient complications were reported.